Event description:
The patient reported that the pump pushed all of the insulin out of the cartridge during the load phase. He stated that he attempted to load a new cartridge four times and the piston rod does not stop once cartridge begins loading.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.